Event description:
The iab leaked back into the pump. On 06/10/1998, it was reported that blood was noted in the gas line. The pump was turned off and the cardiologist was notified. The iab was removed. There was not pt injury or complication as a result of the event. The pt was fine after the event. The pt went home. (Event complications): unk - reported 05/12/1998; none - reported 06/10/1998. (Pt current status): home - reported 06/10/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.